Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and update rectocele and mesh was implanted along with the concurrent procedures of posterior colporrhaphy and rectocele repair. It was reported that following insertion of the mesh the patient experienced pain, urinary problems, and dyspareunia. It was reported that the patient underwent urethrolysis on (B)(6) 2005 for urinary retention, rectocele repair x 2 (2006), and underwent a heineke-mikulicz perineorrhapy on (B)(6) 2007. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/07/2016. (B)(4). It was reported that following insertion the patient experienced urinary retention and urinary frequency.